Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure. The patient was not able to exhale and became unconscious. The patient was taken to the hospital and was placed on bipap for hypercapnia. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. The patient was not able to exhale and became unconscious. The patient was taken to the hospital and was placed on bipap for hypercapnia. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.